Event description:
I had the essure device implanted in my tubes in (B)(6) 2014. Afterwards, experienced severe bleeding, cramps, tingling and numbness in hands and legs. My periods became very heavy with blood clots. I had abdominal pain and lower back pain. In january, I had the hcg test done. It turns out that one of the coils has expelled itself from my tube. I will have to have surgery to remove it.